Event description:
It was reported that this patient's implantable pulse generator (pacemaker) and right atrial (ra) lead were both explanted and replaced due to pacing not delivered when required. The ra lead was fractured. Both of these products are not expected to be returned and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.